Event description:
The customer was hospitalized for low bags. The customer stated that the reservoir pushed all the insulin into their body. The customer declined to perform the troubleshooting on the pump. The customer indicated that they would not use the pump. The customer was on manual injections at the time of call.